Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leakage and regurgitation from the inflation valve occurred in an outpatient ward. It was stated that several cases of urine leakage had been occurring for the same 9000 series product and this was the first information they received. Per follow-up information received via ibc on 24mar2022, stated that there was no impact to the patient and there was no medical intervention required. Per follow-up information received via ibc on 01apr2022, the details of those several cases of urine leakage that had been occurring for the same 9000 series product were unknown.

Event description:
It was reported that urine leakage and regurgitation from the inflation valve occurred in an outpatient ward. It was stated that several cases of urine leakage had been occurring for the same 9000 series product and this was the first information they received. Per follow-up information received via ibc on 24 mar 2022, stated that there was no impact to the patient and there was no medical intervention required. Per follow-up information received via ibc on 01 apr 2022, the details of those several cases of urine leakage that had been occurring for the same 9000 series product were unknown. Per mail received from ibc on 09 may 2022, stated that this complaint has been clarified to be against water leakage from the inflation valve, not against urine leak and regurgitation from the inflation valve means water leakage from the inflation valve. Also, several cases of water leakage has been occurring for the same 9000 series product .

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.